Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp said the patient's pocket site was infected so the system was removed. The issue was resolved at the time of the report. No device issue was reported and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative reported that the patient (who had been implanted for urge incontinence and urgency frequency) ins had their ins explanted because it was flipping and gave them an infection. It was advised to contact their doctor with their concerns. It was noted that the patient started doing the nuro treatments until they had healed for re-implant of the ins. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.